Event description:
It was reported that a patient underwent an unknown spinal procedure from l4-s1. During cage implantation, it was noted that a small part of the cage broke. When the doctor tried hammering a second cage, it broke as well. Both broken cages were removed completely and a new implant was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This part is not approved for use in the united states; however a like device catalog # 2990826, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 2990826, 510k # k073291 was cleared in the united states.

Manufacturer narrative:
Additional information: analysis of the returned device shows that only the top ~3mm portion of the implant returned for analysis. Fracture initiation appears to have at approximately 5-6 threads from the top face, initiating at the root of the threaded hole, and emanated outward. The threads appear to have been stripped. No deformation of the threaded hole is noted. The above observations are consistent with brittle overload due to excessive force during implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.